Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 219mg/dl. The customer treated the highs with the pump and manual injections. Troubleshoot was conducted. The device passed high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches.no under delivery anomaly or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test.no unexpected no delivery alarm noted.the stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. The customer's age information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's age information with the initial report was incorrect. The correct information was (B)(6).